Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, due to water immersion there was a short in the switch circuit. Due to a cut on the charge-coupled device cable, e315 occurred. In addition to the finding reported , the following nonreportable malfunctions were identified: due to a pinhole on the channel tube, water tightness was lost, insertion tube rotation ring is damage, up/down plate was sticky, control unit, cover unit and universal cord is sticky, due to water leakage, the angle wire longer than normal and light guide bundle is slipping down. A review of the device history record (DHR) confirmed that the device was shipped in accordance with specifications. A definitive root cause for this issue was not established. However, it was presumed that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the device's instructions for use (IFU) which states the following under "chapter 3 preparation and inspection: confirm that the wli, nbi, and rdi endoscopic images are normal: observe the palm of your hand using the wli, nbi, and rdi endoscopic images. Confirm that light is output from the distal end of the endoscope. Adjust the brightness level as appropriate. Confirm that the wli, nbi, and rdi endoscopic images are free from noise, blur, fog, or other irregularities. Operate the up/down angulation control lever slowly in each direction until it stops. Turn the insertion tube rotation ring slowly in each direction until it stops. Confirm that the wli, nbi, and rdi endoscopic images do not momentarily disappear or display any other irregularities. Align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the rotating mechanism on the bronchovideoscope was damaged. There was no report of patient harm associated with this event. During evaluation of the returned device, the evaluation found there was a problem with the image (error code 315 was observed). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.